Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 04/26/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc, cat. #3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a bilateral breast augmentation procedure with mentor smooth round moderate profile 300cc saline breast prostheses where the left implant deflated. As a result, the patient underwent explantation and replacement with mentor memorygel 350cc breast implants on (B)(6) 2017.

Manufacturer narrative:
On 06/01/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was returned without fluid. Brown material was observed within the device. White material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: in the initial report, it was incorrectly reported in PMA/510k that the PMA number is ¿p990775¿. The correct PMA number for the suspect medical device is p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-sep-2025, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 350cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).